Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter was producing shock occurred frequently between 2/24/2026 and 2/25/2026. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.